Event description:
It was reported that a device alarmed a system error 322 during pm testing. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The involved device is still being evaluated by baxter. A supplemental will be submitted when the eval is complete.